Event description:
It was reported that during device change out, low shock impedance was observed causing an output anomaly. The lead was explanted and replaced.

Event description:
Additional information received notes increased pacing thresholds were observed.

Manufacturer narrative:
Mandatory medwatch form received.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.